Event description:
On (B)(6) 2010, the pt was implanted with gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm with internal iliac artery aneurysms. Coil embolization was performed on the right and left internal iliac arteries. Final angiography revealed a type ii endoleak. On (B)(6) 2011, a follow-up computed tomography revealed inflammation on the outer side of the anterior wall of the abdominal aortic aneurysm (not in the aneurysmal sac). On (B)(6) 2011, the pt underwent a conversion where all fixe gore excluder aaa endoprostheses were explanted and discarded. There was no infection. A type ii endoleak from the inferior mesenteric artery was found and the artery was ligated with a suture. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications.